Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery."

Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2015. During the procedure, the surgeon implanted a cementless femoral component using cement. There were no complications or patient injury.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2015. During the procedure, the surgeon implanted a cementless femoral component using cement. The component used is indicated for both cemented and non-cemented use. There were no complications or patient injury.